Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information available, the reported positioning failure (leaflet grasping ¿ clip not implanted) was due to challenging patient anatomy. The reported tissue damage was likely due to the grasping attempts made due to the reported positioning failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient anatomy included a prolapse at the anterior 2/posterior 2 (a2/p2) leaflet segment. Some difficulty was noted during grasping, due to the patient anatomy; however, the clip was implanted. Mr was not reduced, so a second clip was attempted. The clip was unable to grasp the leaflets and was removed without difficulty. It was thought that there was possible tissue damage due to the grasping attempts; however, no additional intervention was performed as treatment. Implantation of an intra-aortic balloon pump was planned prior to the mitraclip procedure, and was implanted post mitraclip procedure. No additional information was provided.